Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch report received notes that the right ventricle (rv) lead was part of a system revision due to infection and erosion. The patient had no consequences.